Event description:
Consumer reported experiencing an injury while using a syringe. Thinks it was a burr. Eventually consumer got an infection and went to their physician for treatment. Doctor needed to lance the wound.